Event description:
It was reported that the patient's lead eroded through the skin. Additional information received from the hcp reported that the patient was unable to use the stimulator as a result. The patient's leads were explanted and replaced. The patient did not require hospitalization, and there was no injury.

Manufacturer narrative:
Concomitant medical products: lead model 3777-45 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011, lead model 3777-45 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011.